Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pacing lead was attempted and not used due to abnormal patient anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead was attempted and not used for an unknown reason. The pacing lead was explanted and replaced. No patient complications have been reported as a result of this event.